Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump's (iabp) external ECG wire no signal to cardiosave machine. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, g3, h2, h11. Upon further review and as per the gfe response received on 27jun2025, it was determined that the reported event occured with the ext ECG cable (non-getinge accessory). There was no malfunction of the device (cardiosave) and therefore the event is non-reportable to FDA. As a result, no follow up emdr is necessary. Please cancel in your database.